Event description:
Bilateral revision surgery because knees would not reach full extension.

Manufacturer narrative:
This MDR is for the left knee. MDR 1644408-2008-00003 has been submitted for the right knee. Surgeon revised a thinner insert to increase range of motion of the knee joint. This is the final report.